Event description:
It was reported that the patient presented with infection surgeon revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.